Manufacturer narrative:
(B)(4). Catalog#: 51-145170 tprlc xr mp t1 pps 17x119mm 119mm t1 lot#: 2898306. The event was confirmed with product received. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and the sterile packaging (blister) is damaged. Sterile barrier was not compromised. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01639.

Event description:
It was reported that the packaging was damaged. There was no patient involvement. Upon inspection by the manufacturer, sterile barrier was intact, however, debris was found in the sterile packaging. No further event information available at the time of this report.